Event description:
A customer reported the system displayed a communication problem during a procedure. Following a 2 hour delay, the system was switched out and the case was completed with no further incidents. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and identified nonconforming contacts. The company rep reseated the cables, printed circuit board (pcb), and connections on the u/s (ultrasound) module to eliminate the nonconforming contacts. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The customer reported issue was not confirmed or replicated, there were no samples returned for eval. Therefore, the root cause cannot be determined. (B)(4).